Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the patient orders were not current. A technical support specialist (tss) dialed into the server, ran the server downtime query, and noticed that the carefusion coordination engine (cce) was in a disconnected status. Tss went to services and restarted data maintenance, external message, net. Pipe listener, net. Tcp listener, and net. Tcp port sharing services. The interface services utility cce (build 1) was deployed, and quick deploy was successfully applied on 2025-11-12 at 02:40. Tss then reran the server downtime query. Tss found that es servers local c drive health status was critical, with the c drive usage at 100% and only 3% free space remaining (approximately 12gb free of 129gb). Disk cleaning steps were performed, and the current local c disk showed 16.0gb free of 129gb. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient's order did not cross over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.